Manufacturer narrative:
We are now investigating the treatment physician. There were no problems in the specification test results before the release and the records of manufacturing process for the reported batches (either one of lot 4fd17p or 4gd02p). And also no deviation from the standard manufacturing process and environment. Furthermore, no adverse event has been reported from other facilities except for this case. It is difficult to think the product quality was related to the infection.

Event description:
On (B)(6) 2011- a (B)(6) female patient started artz dispo injections for bilateral gonarthrosis. On (B)(6) 2012 - felbinac ointment was prescribed for anti - inflammatory analgesic. On (B)(6) 2014 - the patient who became (B)(6) received artz dispo injections in pm. On (B)(6) 2014 - according to her, she visited a hospital due to severe pain in the left knee and was admitted to the hospital. She was treated with surgical therapy. She was diagnosed with left knee pyogenic arthritis. On (B)(6) 2015 - she visited to the injection physician for the first time in am since (B)(6) 2014. Her condition improved. Bilateral knee pain (left was superior to right) and left knee swelling were confirmed. No severe inflammation was seen.